Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. The alleged delayed touchscreen and fill estimate issue was unable to be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen was cracked. In addition, it was reported that the touchscreen was intermittently delayed in responding to presses, and customer received intermittent inaccurate fill estimates. Customer's blood glucose level reached to the 400 mg/dl range. Reportedly, the customer continued to use the pump and had manual injections as alternate insulin therapy.